Manufacturer narrative:
Device was implanted on (B)(6) 2017. A review of the dimensional verification, drawing, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. No issues were found related to the reported complaint. The device was returned in used condition, with the blue hub separated from the extension tube. There was no damage on the proximal end of the extension tube and the hub, indicating a hub separation and not a shaft separation. The tube was bent at 5cm due to the clamp. The outer diameter (od) of the broken tubing on the used device was measured and found to be within specification. The length of the blue hub extension tubing was measured and found to meet specification. The specified length of the extension tube in the drawing is the length from the distal end of the colored hub to the colored hub to the winged hub. Due to the separation, the measured length of the returned device does not consider the hub; it cannot be determined if the length is in specification. A 0.018" pin gage was able to be inserted into this lumen without issue. A 0.018" wire guide was also inserted and encountered a blood clot that was able to be passed without much difficulty. The wire guide could not advance past the winged hub, but this could be because this lumen leads to the side port. No lot number has been provided; therefore a review of the device history record cannot be performed nor can a search of the manufacturer's database be performed for other complaints related to this lot number. There is no indication that the product was not manufactured to cook manufacturing specifications. Based on available information a definitive root cause cannot be determined, but it is likely that the tubing met excessive force thus causing the tubing to separate from the hub. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a double lumen polyurethane central venous catheter for an unspecified indication on (B)(6) 2017. The customer reported that one of the hubs fell off the catheter during drug administration on (B)(6) 2017. The circumstances and handling conditions leading to the event are not known. The clinical staff clamped off the catheter then completely explanted and replaced the device. The device is reportedly available for evaluation; however it has not been received by the manufacturer as of the date of this report.